Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. This report is number 2 of 5 mdrs for the same event (reference 0001825034-2017-00726/ 00727/ 00580/00748/00749).

Event description:
During a shoulder arthroplasty revision procedure, the end of the impactor fractured. There was no harm to the patient and no delay in the procedure.